Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noisy signals and high pacing impedances out of range. A new ra lead was successfully implanted with good measurements. No additional adverse patient effects were reported.